Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a distal radial fracture surgery with 2.4 mm titanium va lcp two-column valor distal radius plate, was performed on (B)(6) 2015. The surgeon tried to use 22 mm va buttress pin according to the measured depth. However, the surgeon used one of the reported 20mm buttress pin because the surgeon was not able to insert the 22 mm pin deeper. The pin spun and did not lock when the screw head almost reached at the plate during insertion. The surgery was completed using a 20mm va locking screw without locking. The surgical operation was extended for 10 minutes. No adverse consequences were reported. This report is 1 of 1 for (B)(6).